Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the secondary endovascular procedure (reline with non endologix stents) was confirmed. The clinical assessment determined that there was evidence to reasonably suggest an indeterminate endoleak occurred necessitating the secondary endovascular procedure on (B)(6) 2017 that was not included in the event as reported. The indeterminate endoleak was discovered during a review of the 26 month post index operative notes. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined with the medical records available for review. The final patient status was not reported. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with duraply. Corrections: h6: result code: remove code 3233. H6: conclusion code: remove code 11.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with an afx bifurcated stent graft and two (2) afx vela suprarenal. Approximately six (6) years post initial procedure, reintervention was completed for an unknown reason with full re-line of the afx graft with implant of medtronic (non-endologix) aortic body and medtronic (non-endologix) bilateral iliac limbs. The date of event has been estimated. Additional information: the clinical assessment determined that there was evidence to reasonably suggest an indeterminate endoleak occurred necessitating the secondary endovascular procedure on (B)(6) 2017.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with an afx bifurcated stent graft and two (2) afx vela suprarenal. Approximately six (6) years post initial procedure, reintervention was completed for an unknown reason with full re-line of the afx graft with implant of medtronic (non-endologix) aortic body and medtronic (non-endologix) bilateral iliac limbs. The date of event has been estimated.